Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was injected. The haptic was remained in the cartridge and the implanted iol was left with only one haptic. The lens was off center in the eye. Additional information has been requested.

Event description:
Additional information has been requested. And it was reported, that lens was removed and exchanged for a new toric lens in a secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo was provided of a single-piece natural lens posterior surface up, placed on what appears to be gauze. The lens appears wet. One haptic was broken-gusset area. Associated products were not provided. It is unknown if qualified associated products were used. A root cause for the broken haptic observed in the provided photo could not be determined. It could not be determined from the provided information if the events occurred during the initial implant surgery. The manufacturer internal reference number is: (B)(4).